Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf029 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "chemotherapy leak. Chemotherapy fluid leakage through the tip of the hubert needle. The pt had to go to the emergency at night to replace its needle in order to follow its treatment."